Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. Plain old balloon angioplasty was performed using a non bsc balloon catheter however the device was not able to cross the target lesion. Then the 8mm x 2.00mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 3 atmospheres on the first inflation. The procedure was completed using a 2.0mm x 12mm quantum balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no original packaging or other devices. There was blood and contrast in the inflation lumen and balloon. There was also blood in the guidewire lumen. There were multiple hypotube and shaft kinks. Examination under magnification revealed tip damage and a balloon pinhole and scratches over the distal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. Plain old balloon angioplasty was performed using a non bsc balloon catheter however the device was not able to cross the target lesion. Then the 8mm x 2.00mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 3 atmospheres on the first inflation. The procedure was completed using a 2.0mm x 12mm quantum balloon catheter. No patient complications were reported and the patient's status was good.